Event description:
It was reported when the menu button is pressed on the bottom display, there are lines through the display and cannot read anything on the display. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display was missing segments. Analysis also found that the upper case and side bail covers were broken. The lower cases and lead flex cover were corroded. The battery contacts were compressed, the ring was bent and one bail was missing. The encoder flex was out of specification (torn).

Event description:
It was reported when the menu button is pressed on the bottom display, there are lines through the display and cannot read anything on the display. The device was returned for repair. No patient involvement was reported. It was also reported during biomed testing the lower display was found to have missing segments and verticle sections missing.